Event description:
It was reported that during removal and replacement of an intraocular lens (iol) from the left eye of a patient, a vitrectomy was performed. The insertion of the lens in the eye was not completed. It was further stated that the lens was cut into small pieces and suction was used to remove the lens. It is unknown if incision was enlarged. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.